Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. Additionally, a review of the complaint history did not suggest a lot specific product issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified total occlusion in the non-tortuous superficial femoral artery (sfa). A 5.0mmx40mmx135cm armada 35 balloon dilatation catheter (bdc) was unpackaged and prepped with a 50/50 contrast mix outside of the patient without difficulty. The armada 35 bdc was then advanced without difficulty. The balloon was inflated to nominal pressure without issue. When attempting to deflate the armada 35 balloon, the balloon failed to deflate and, consequently, was unable to be removed from the vessel. Surgical intervention was planned for deflation of the balloon, however, the balloon was re-inflated past its rated burst pressure, then deflation was re-attempted; with negative pressure drawn for 2 minutes, the balloon was slow to deflate, but was able to be completely deflated and withdrawn without the need for intervention. Another unspecified armada bdc was used to complete dilatation. There were no adverse patient effects. No additional information was provided.